Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a bolus was delivered without being requested. Water with sugar was consumed by the customer to prevent a low blood glucose (bg) level. There was no adverse impact to the customer's bg.

Manufacturer narrative:
Additional information- tandem quality engineer evaluated pump data and concluded the following: review of the pump data logs on (B)(6) 2019 shows the pump touchscreen was unlocked at 10:47 pm. Blood glucose of 97 mg/dl and 900 grams of carbohydrates were entered into the pump bolus screen, for which a 35.85 unit bolus was recommended based on the user¿s programmed settings. The maximum bolus setting was set to 7 units, so the recommended bolus amount was reduced to 7 units. The pump logs show the user confirmed the 7 unit bolus request and initiated delivery, thus locking the pump screen. At 10:49 pm, the touchscreen was unlocked and the bolus was cancelled after 5.56 out of 7 units had been delivered. User stopped all deliveries at 10:50 pm. The depletion of the estimated volume of insulin in the cartridge in use on (B)(6) 2019 was reviewed and compared to the requested delivery. The cartridge was filled with approximately 252 units of usable insulin at 10:18 am on (B)(6) 2019. Review of individual insulin delivery events showed approximately 3 units were requested via basal, 18 units via bolus, and 17 units during the load process, for total requests of 38 units prior to the user stopping all deliveries at 10:50 pm when approximately 215 units usable insulin remained in the cartridge. Complaint could not be confirmed. There is no evidence in the logs that unintended insulin was delivered; the volume of insulin pumped out of the pump is appropriate to the insulin requests. There is no evidence in the logs that an unintended bolus was delivered. There is no evidence of device malfunction.